Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer was admitted for diabetic ketoacidosis, dka. A reading of 536 mg/dl was obtained using a professional meter at that time. Patient then received an insulin IV to help reduce her blood glucose. Nurse alleges that the dka was not caused by the pump, but was caused by a bent cannula. A request was made for the return of the device.